Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured october 9, 2013 - october 10, 2013. Evaluation summary: the sample was received for evaluation. A visual inspection identified the ruptured bladder. During a microscopic inspection markings were found on the exterior surface of the bladder near the rupture line. The cause of the ruptured bladder is unknown.

Event description:
It was reported that the reservoir of a small volume folfusor ruptured during filling with fluorouracil. There was no patient involvement. Additional information was requested and is not available.